Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital with nausea and palpitations. The implantable cardiac monitor was unable to interrogate after numerous attempts. It was believed that the device was at elective replacement indicator and had possibly reached premature end of service. No interventions were performed. The patient was in stable condition.